Manufacturer narrative:
Patient weight is unknown. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Manufacture date: june 23, 2015. Expiration date: may 31, 2025. A review of the device history record revealed no complaint related anomalies. The product was processed through the normal manufacturing and inspection operations. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery occurred on (B)(6) 2016 of a trochanteric fixation nail advanced (tfna) with lag screw. The original surgery occurred on (B)(6) 2016 for a neck trochanteric hip fracture. The patient experienced hip pain at an unknown date. Post-operative x-rays showed the lag screw cutting out superiorly through the femoral head and migrated. All hardware was removed; nail, locking screw, and lag screw. Patient was revised to a total hip implant. No surgical delay or additional intervention required. During the revision procedure, it was noted that the locking screw especially easy to remove as if it had become unlocked. This was not able to be confirmed. It was noted during the original surgery that the locking screw was confirmed to be locked. The surgeon noted he wasn¿t able to confirm if the locking screw became unlocked or was easy to remove due to migration of the other device, poor bone stock or just the explant process in general. This is report 1 of 1 for (B)(4).